Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4353780. The customer reported that they are visually seeing multiple lines on the cartridge, however the analyzer is reading the result as negative. The same results were seen both visually and by the analyzer when the customer repeated the test on the same patient 2 more times using new swabs. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. No return samples were received; therefore, no return sample analysis could be performed. There were four photographs received. Two photographs showed the analyzer showing the serial number and the front of the analyzer. One photograph showed the kit box with label information. From the one photograph showing three cartridges, there is a line below the flu a line that is the negative control (nc) line and is unmarked on the cartridge. The nc line functions to bind with interfering antibodies that may be present in a sample and will reduce the chances of these interfering bodies to bind to the other test lines. However, the issue of discrepant result cannot be confirmed through this image alone, without analyzer data. A trend analysis for discrepant result was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) patient sample resulted as sars covid, flu a, and flu b negative from a veritor analyzer. The user then visually read the test cartridge and questioned the negative results due to observing multiple lines. The patient was tested two additional times using new swabs with a different kit batch number. In addition, a provider prescribed medication due to the patient being symptomatic. There were no health impact or consequences reported. (B)(4).